Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device alarmed and didn't power on or light up. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.